Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event was determined to be due to a weak capsule and manipulation by the surgeon. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted an aa203tl toric silicone single piece lens and the surgeon was polishing the capsule and a small tear occurred in the capsule bag. The lens was removed with no patient injury, no enlarged incision or sutures. There was vitreous present and an anterior vitrectomy was performed. A sulcus lens was implanted. The reporter stated the cause of the capsule tear was due to the patient having a weak capsule and to manipulation by the surgeon, the event was not lens related. The reporter stated the facility uses a competitor's phacoemulsification system.